Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The patient was treated with unspecified antibiotics (oral, ongoing) for the event. The cause, hospitalization and action taken with pd therapy were not reported. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-06821. All information can be found under manufacturer report number 1416980-2022-06821. Should additional relevant information become available, a supplemental report will be submitted.